Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has no ac inlet. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem and replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.